Event description:
It was reported that the customer incorrectly entered bolus valses inti the pump. The customer's blood glucose (bg) level subsequently decreased to 49 mg/dl. Customer consumed carbohydrates to address bg and insulin delivery was resumed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can change the amount of insulin before you deliver your bolus.